Event description:
Breast augmentation that has now caused decades of issue. The leaching silicone has now gone to create large cell lymphomas on my arms, legs, and kidney. Reference report: mw5145968.